Manufacturer narrative:
All buttons functioning properly. However, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no low battery alert, audio/beep anomaly, display anomaly and frozen screen noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making a shrill sound and it would not stop. Customer's blood glucose level was not reported. A new battery did not restore normal insulin pump function. The buttons on the insulin pump would not work. The insulin pump's screen was frozen. The constant tone and alarm did not disappear after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.